Manufacturer narrative:
The recipient will reportedly continue 5 more weeks of aural antibiotics. Revision surgery was recommended, however, the recipient has declined.

Manufacturer narrative:
On (B)(6) 2017, the recipient's device was explanted. The recipient was prescribed vancomycin and fluconazole. The recipient is currently being treated with antibiotics. The external visual inspection revealed the electrode was cut prior to receipt as well as a dent on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient experienced device extrusion prior to explant due to (B)(6). The recipient's infection has resolved. The recipient is no longer requiring antibiotics. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection. On (B)(6) 2017, the recipient was treated with topical antibiotics. The recipient is healing as expected.

Manufacturer narrative:
The recipient's device was reportedly explanted. Revision surgery is under consideration.